Event description:
The consumer stated that her mother was hospitalized due to a severe bladder infection that may have been a result of using depend undergarments. The consumer was given IV fluids as a result of her infection. Her doctor did not believe the infection was caused by the undergarments.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.